Event description:
It was reported that there was a loss of traction during the surgical procedure due to the batteries are dead. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that only one battery was returned and that the battery was etched with a date of (B)(6) 2012. A functional evaluation was performed. The unit was placed on a known good charger for 4 hours and the charger led indicated that the unit charged normally. A multimeter was used to measure the voltage of the battery after charging and it was noted to be at 27v dc. The battery was then attached to a known good spider 2 and the unit pressurized normally, twice, and then the unit would not pressurize. The battery completely depleted its charge after only being energized twice. The complaint was confirmed and the root cause is associated with the battery being at the end of it's usable lifespan and the breakdown of it's chemicals to hold a charge. It should be noted that the spider 2 is specifically designed to not suddenly depressurize even if the battery completely loses pressure mid-procedure. For example, if a battery is completely removed while a spider2 is pressurized, it will still remain pressurized. If a scenario does occur where the spider 2 depressurizes on it's own, with no outside influence, it is an issue with the spider 2 and not the battery itself. In regards to this specific complaint, the battery probably had enough power to depressurize the unit, completely died, and then failed to re-pressurize the unit.